Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. No evaluation will be performed. This report represents all the information known by the reporter.

Event description:
Air in the tubing set. The pt was receiving intermittent antibiotic therapy via a PICC line. The soluset was connected to an extension set which was connected to the pt's PICC line. At the end of the antibiotic infusion, the male tip of the extension set was inserted in the distal clave port of the soluset. At an unspecified time, the extension set was reconnected to the pt's PICC line and the next antibiotic infusion was started. At 2:00am, the nurse noted air in the tubing set at an unspecified location. The infusion was stopped. The nurse examined the tubing set and at this time noted that a "tiny piece of the male tip" of the extension set was lodged inside the clave of the soluset. The nurse changed the tubing set and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.